Manufacturer narrative:
(B)(4), 2011the analysis on this device is pending.

Manufacturer narrative:
(B)(4) 2011. The analysis on this device is pending. (B)(4) 2011.

Event description:
During the implantation procedure, it was reported that the rv setscrew was not working properly; they could not screw the guidant lead into the header. A new sorin paradym was then implanted successfully.

Event description:
During the implantation procedure, it was reported that the rv setscrew was not working properly; they could not screw the guidant lead into the header. A new sorin paradigm was then implanted successfully.